Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The patient underwent percutaneous coronary intervention (pci). A 3.00 x 12mm synergy xd drug-eluting stent was advanced for deployment but failed to cross the lesion. Upon inspection, the pulsive package showed corner damage, and the foil package seemed intact. However, during the procedure, the stent delivery shaft developed a kink, and a shaft break occurred. No patient complications were reported.